Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 - (B)(4) 2015 device evaluation. The lay user/patient¿s meter and test strips have been returned and the meter was evaluated by lifescan product analysis with the following findings: the meter involved with this complaint failed testing. The meter was found to have data corruption. No testing was required on the test strips. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging she obtained an error 1 message on her onetouch ultra2 meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that she obtained the alleged error message on ¿(B)(6) 2015, at 6:30 am¿. The patient manages her diabetes with insulin (no-adjustments). She denied making any changes to her usual diabetes management regimen as a result of obtaining the alleged error message. She reported, two hours after the start of the alleged issue, she developed symptoms of ¿dizzy, nausea [and] shakes¿. She reported, on ¿(B)(6) 2015, at 10:00 am¿, she consumed food and/or drink to treat her symptoms. She denied using any other device to test her blood glucose levels. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time. The issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.